Event description:
On 04/04/06, nellcor puritan bennett received a call from the customer inquiring on the possible causes of a leak. New informatio provided by the customer revealed that the tube was replaced due to the initial report of the leak. The caller reported a leak between the inner and outer cannula of the device. The tube was replaced without incident.